Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited non-conversion of ventricular tachycardia (vt) and ventricular fibrillation (vf) since 2023. The s-ICD system was deactivated and subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited non-conversion of ventricular tachycardia (vt) and ventricular fibrillation (vf) since 2023. The s-ICD system was deactivated and subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted spring marks on the ring due to possible fretting, surface abrasion was also observed approximately 25 millimeters (mm) from the terminal pin and stretched coils were noted on the proximal end of the shock coil, the coils are bunched on the distal end and tissue is noted on the coil, likely due to explant related damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited non-conversion of ventricular tachycardia (vt) and ventricular fibrillation (vf) since 2023. The s-ICD system was deactivated and subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.